Manufacturer narrative:
The reported 3.5mm x 10mm locking hexalobe screw (part number 30-0233) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip (small shaft) (part number hpc-0015, batch number 275710) was returned for evaluation. The returned driver was examined with magnified photography. The returned driver was broken; instead of terminating in a standard 1.5mm hexagonal male drive feature, the tip instead terminates with a fracture plane. Both the driver's main body and driver tip were returned. The main body's drive interface terminates with a fracture setup consisting of a singular slightly cupped fracture surface; this fracture surface was oblique to the device's axis with a potential light bowing visible on side profile views. The regions adjacent to edges of the fracture surfaces exhibited no stretching or necking (i.e. No ductility). Surfaces appeared smooth with sporadic texturing and occasional sharp edges; there were no regular occurrences of progression, beach, or seashell marks on the fracture surfaces (i.e no signs of fatigue). Similar phenomena were also visible on the tip portion's fracture plane. The observed driver damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggests a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Pure torsional brittle failure results in a fracture plane perpendicular to the device's axis; the presence of oblique/angled fracture planes, or multiple complex planes/phenomena, would suggest that the device could have failed in a brittle manner during torsion with a potential significant/additional off-axis loading component. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a surgery the driver tip snapped off in the screw. A spare driver tip from the tray was used to complete the surgery. This issued prolonged the surgery 5-6 minutes. No other adverse patient consequences were reported. This report is related to report number 3025141-2023-00742 for the driver involved in this event.